Event description:
Healthcare professional reported right-side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, an opening on anterior, and yellow biological tissue in shell. Leak test and microscopic analysis was performed which identified: a crease sharp opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right-side deflation. The device has been explanted.

Event description:
Healthcare professional reported right-side deflation. The device has been explanted.